Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lassostar, 10p, dia 15mm loop size. The lassostar, 10p, dia 15mm loop size was damaged and wires were exposed. During the procedure, there was some resistance following insertion of lassostar, 10p, dia 15mm loop size into the heliostar. The lassostar, 10p, dia 15mm loop size was fairly advanced. When the catheter was withdrawn, it was noticed that the metal casing of the lassostar, 10p, dia 15mm loop size had been stripped and wires were subsequently bent. The damage resulted in wires being exposed. However, the damage did not result in any lifted or sharp rings. The catheter was replaced. There were no patient consequences due to the event. This event was not part of a clinical trial but a heliostar ee. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The resistance issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The physical damage on the lassostar, 10p, dia 15mm loop size was assessed as MDR reportable for ¿internal components exposed¿.

Manufacturer narrative:
The device evaluation was completed on 19-may-2022. It was reported that a patient underwent an ablation procedure with a lassostar, 10p, dia 15mm loop size. The lassostar, 10p, dia 15mm loop size was damaged and wires were exposed. During the procedure, there was some resistance following insertion of lassostar, 10p, dia 15mm loop size into the heliostar. The lassostar, 10p, dia 15mm loop size was fairly advanced. When the catheter was withdrawn, it was noticed that the metal casing of the lassostar, 10p, dia 15mm loop size had been stripped and wires were subsequently bent. The damage resulted in wires being exposed. However, the damage did not result in any lifted or sharp rings. The catheter was replaced. There were no patient consequences due to the event. Additional information was received. The physician was not able to advance the catheter out of the distal end of the heliostar. There was resistance. When extracting the lassostar, it was noticed that the catheter was deformed and the inner wires exposed. There was no electrode damage just the shaft metal covering was missing towards the distal end and wires exposed. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned product. Visual analysis of the returned sample revealed that the metal shaft was found broken leaving the internal electrical wires exposed, no missing parts were observed, and evidence of elongation was observed on the damaged area. The metal shaft was found separated and the internal electrical wires still attached. The damage was observed close to the proximal area, at 28 inches from the connector. The damage observed could be related to the procedure, during the insertion and the removal of the lassostar catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)-2022, a correction was noted to the 3500a follow-up #1 as in "h10. Additional manufacturer narrative" it was reported, ¿the bwi product analysis lab received the device for evaluation on 05-apr-2022.¿ however, in error "d9. Date device returned to manufacturer", "d9. Is device returned to manufacturer?" And "d9. Device available for evaluation?" Were not completed. Therefore, processed these fields.

Manufacturer narrative:
Additional information was received on 25-mar-2022. The physician was not able to advance the catheter out of the distal end of the heliostar. There was resistance. When extracting the lassostar, it was noticed that the catheter was deformed and the inner wires exposed. There was no electrode damage just the shaft metal covering was missing towards the distal end and wires exposed. The bwi product analysis lab received the device for evaluation on 05-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).